Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint.- litigation papers allege damage to the patient's hip joint and her body. In addition to what were previously alleged, ppf alleges elevated metal ions, metal wear and metallosis. After review of medical records, patient was revised to address painful metal on metal total hip arthroplasty, left hip, with elevated cobalt and chromium levels. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.